Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during chemotherapy infusion, leakage was found at the extension tube of the medication reservoir. Patient adverse event was reported but was not specified.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection found that the component doesn't have glue between the luer and the tube. It was determined that was the root cause of the issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.